Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -8.00/1.0/071 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Residual reftractive error was observed and rotation. Lens remains implanted. Per the reporter on (B)(6) 2020, "it does not seem like the lens rotated far from planned orientation, and further rotation is not advised." Patient will be under observation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.